Event description:
(B)(4). Got bad migraines so bad I could not function. Then started noticing this past year I've been having bad depression mood swings my menstrual cycle is getting more and more unbearable as months go by. I have been getting cramps this past month when I'm not close to menstrual cycle and it gets so bad I have to stop what I'm doing to let it pass and then continue what I'm doing. I have had in the past year and getting more frequent dizzy spells I feel like I'm gonna pass out. At times I feel like my heart is gonna stop beating while I'm at rest. Recently I have noticed more pains in my back shoulders neck feet hands to where I can't enjoy my day without pain. I have a (B)(6) year old and a (B)(6) year old and I can't enjoy playing with them without any type of pain. I have good days when it's not too bad and I have bad days where I don't know who I am anymore. I was born with chronic kidney disease and was told this procedure was the best for me and my health but lately it's seems like it was the worst. I was fine till I had this done and was told no side effects just cramping after the procedure and I would be fine. I have since moved to a different state I have no medical insurance and can not see a doctor to get this taken care of. I can't work. I have not been able to get my medications for my blood pressure or my thyroid and I don't know if I have anything new wrong with me since its been 3 years since I have seen a doctor.